Manufacturer narrative:
.

Event description:
The patient reported that while changing the insulin cartridge on his insulin infusion device, "the piston rod did not totally retract" and the cartridge plunger remained attached to the piston rod. He stated that at least half a unit of insulin spilled inside the compartment. The patient was instructed to use cotton swabs to clean out the inside of the infusion device. That patient was educated on how to remove the plunger from the piston rod and procedures for proper installment and removal of the cartridge were reviewed with the patient. On follow up, the patient stated his infusion device was working fine and there is no moisture in it. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.